Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and rising thresholds from the time of the implant and three days post implant that the device exhibited non-capture. The device was inactivated and replaced. No patient complications have been reported as a result of this event.